Manufacturer narrative:
(B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome with infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, while the physician performed a routine peg and j tube replacement, he found the patient had a buried bumper syndrome and there was a foul odor that he suspected was from an infection. The physician had to remove the peg tube through the abdominal wall through traction removal. The patient was placed on antibiotics and was rescheduled for peg and j tube replacement on (B)(6) 2019.